Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ileostomy closure, for the first firing to create small bowel functional side-to-side anastomosis, poor staple formation was observed. Staple line bleeding was found. The surgeon oversewn the entire 100mm staple line with interlocking suture onto every 2mm blood spurting. It took additional 30 minutes to repair and control the bleeding. For the second firing, to close the enterotomy, device would not fire. Another stapler from a different manufacturer was used to resolve the issue in order to complete the case.